Event description:
It was reported that an unk red substance came out of the handpiece trigger during the washing process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be confirmed. There was no substance found on or within the device. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed.